Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during a procedure while the device was inside the patient, it was noticed that the basket of the device was half undone therefore not functional. The device was removed and replaced without consequence or injury to the patient.